Event description:
It was reported that the customer was taken off of the insulin pump therapy and does not want replacement reservoirs. The caller stated that the customer was hospitalized due to high blood glucose event, and the reservoirs may have been the cause of the event. The caller mentioned that her blood glucose was above 600mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.